Event description:
It was reported that during an intercept procedure, the physician may have breached the pedical. The ablation was performed successfully and the procedure was completed. There were no noted impacts to the patient and there was no report of a device-related issue. No further information can be obtained.